Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4) implanted: (B)(6)2014, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the therapy never worked since implant and the patient was still having pain. The patient had no stimulation and they had the device maxed out but nothing was working. The healthcare provider (hcp) wanted the patient to get a second opinion from another hcp and they were requested an MRI. The patient asked if she could have an MRI with her implant. The hcp did not want to remove the implant as it would do more harm than good. Indications for use are as follows: 903 spinal pain 099 post lumbar laminectomy syndrome